Event description:
The customer reported that when the ventilator alarmed, the facility remote alarm was alarming intermittently. The ventilator was in use on a patient and there was no patient harm reported. The manufacturer's field service technician confirmed the customer reported problem. The service technician replaced the main pcb board to correct the reported problem. Applicable final testing was completed and all tests passed per operating specifications.